Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Customer reported a blood glucose level of 153 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy.